Event description:
It was reported that the right ventricular (rv) lead was not successfully extracted because the lead tip broke off inside the patient's heart. The health care professional (hcp) inquired if the system is magnetic resonance imaging (MRI) conditional. Technical services (ts) discussed that MRI was not recommended due to the presence of the fractured lead fragment. This rv lead was surgically abandoned and will not be returned. No additional adverse patient effects were reported.